Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed: total abdominal hysterectomy. "The surgeon commented that the open fusion device was not sealing well during the procedure. He had seals bleeding on the ovarian ligament and uterine artery and vein after being sealed with the open fusion. It appeared that the ovarian artery was bleeding from the specimen side. He placed a clamp on it for the remainder of the procedure until he removed the uterus. He used a suture to ligate the uterine artery and vein. After the 8th activation, the surgeon wiped the jaws clean with gauze. At the 12th activation, the blade lever only partially returned back to its normal position after firing. The surgeon unlatched the handle, without completely opening the jaws, and removed the jaws off the tissue, but in his hand he noticed that the handle was stuck and he could not get the jaws or handle to open all of the way. He was able to force the handle and blade lever forward. At that point, we asked him to clean the jaws and run the blade. He closed the jaws and ran the blade without cleaning off the jaws. The blade lever got stuck again. We then had him steam clean on a saline-soaked pad and run the blade. He continued using the device for four more activations, with the same sticking of the handle and blade lever occurring each time. The procedure was completed and an additional device was not necessary." Patient status- no patient injury or illness occur associated with the complaint event.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation along with a second, sterile device. Upon visual inspection, engineering observed congealed blood in the blade channel of the used device and on the plastic over mold of the jaws. The seal surfaces were clean. Upon functional testing, engineering was unable to extend the blade into the blade channel. Upon removing the eschar from the blade channel, engineering confirmed that the blade was able to function as intended. Eschar buildup in the blade channel prohibited the blade from entering the jaws, which resulted in the inability to actuate the blade lever. Engineering analyzed the device activation logs by extracting the logs from a microchip in the device key and confirmed that the device performed within current specification. Engineering also activated the device on porcine vessels and concluded that the device performed to specifications after all tissue samples were sealed to within an acceptable burst pressure range. As such, engineering was unable to replicate insufficient hemostasis and determined that the device functioned as intended. The root cause of a stuck handle and blade lever is due to eschar buildup in the blade channel of the device as blade movement improved upon cleaning the jaws as specified in the voyant instructions for use (IFU). The IFU warns the user that "buildup of eschar can negatively affect sealing and cutting performance" and to "use a gauze pad soaked with sterile water or saline to remove eschar." The root cause of insufficient hemostasis remains unknown as engineering was unable to replicate the event. Although the root cause of insufficient hemostasis could not be determined, applied medical is currently implementing corrective actions within a corrective and preventative action (CAPA) to mitigate this type of event. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.